Event description:
A customer contacted baxter's technical service center reporting the home patient (hp) was clearing an alarm during fill on a home choice (hc), then stated the hp changed the heater bag but not the other supplies. The hp stated there was a check patient line alarm that he cleared, but the hc was then alarming check heater line. The technical service representative (tsr) informed the hp when starting over with new supplies and inform the registered nurse (rn). There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This report of use error was received with no alleged device malfunction therefore no further investigation will be performed. The root cause of the use error was undetermined. Per the baxter homechoice operator's manual, users are warned not to reconnect disconnected solution bags during peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.